Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, te motor drive unit was working initially, then the power became intermittent. The procedure was successfully completed with a second motor drive unit with no adverse patient consequences. After the procedure, the motor drive unit would not restart.

Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Device will not restart.